Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No motor movement noted during testing. However, the motor home switch received with corrosion at the motor home switch per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed pump error 38. Blood glucose was unknown at time of incident. Troubleshooting was not performed. Devices is expected to be returned for analysis.